Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen with internal components visible, consistent with a device display component issue and a device problem involving loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress-related problem affecting the display component and manifesting as a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.